Manufacturer narrative:
A doctor reported that a crown that was placed using breeze resin cement had fallen off. The doctor stated that she allowed the cement to harden prior to cleaning it off the crown. The instructions for use clearly indicate that the cement should be removed before it hardens, while it is still in the gel stage. Removing hardened cement requires drilling which would cause trauma to and the subsequent loosening of the newly cemented crown. In addition, the doctor stated that the cement facing the crown had an odor and was dark in color which may indicate microbial growth or metallic contamination of the crown, both of which may have contributed to the loosening of the crown and both of which can be attributed to user technique. No lot number was provided, nor was the product returned, therefore neither an evaluation, nor a review of the manufacturing records could be conducted. The doctor's statements, however, have led to the conclusion that the de-bond of the crown was a result of user error and not due to the product itself.

Event description:
On (B)(6), 2010, a doctor reported to kerr corporation that a crown that had been cemented using breeze resin cement had fallen off.